Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the battery of insulin pump was needs to be change every day. The customer¿s blood glucose was unknown. The devise will not be return for analysis.